Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('cramp during my cycle') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), premenstrual pain ("cramp so bad before period"), weight fluctuation ("weight fluctuation") and abdominal distension ("bloated"). The patient was treated with surgery (having partial hysto). Essure was removed. At the time of the report, the dysmenorrhoea, premenstrual pain, weight fluctuation and abdominal distension outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, premenstrual pain and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('cramp during my cycle') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), premenstrual pain ("cramp so bad before period"), weight fluctuation ("weight fluctuation") and abdominal distension ("bloated"). The patient was treated with surgery (having partial hysto). Essure was removed. At the time of the report, the dysmenorrhoea, premenstrual pain, weight fluctuation and abdominal distension outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, premenstrual pain and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.